Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the right electrode and therapy electrodes. The area was described as red. The patient's doctor prescribed cortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation was improving.